Manufacturer narrative:
A field service engineer (fse) cut solder and shield cables. The fse also checked photometer and found no issues. The instrument's qc was acceptable with no errors. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they been working with the no foam bottle and by accident crimped the 24v cable from the photometer causing a short. When closing the hydro door, sparks were seen. No injury has been reported in connection with this event.